Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they could replicate the reported issue on (B)(6) 2017. The reported issue was found to follow along with the system and was not related to the monitor. The representative recommended to the site moving the monitors further away from the bipolar. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the surgeon monitor for the navigation system was flickering. No additional information was provided. There was no patient present when this issue was identified.